Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Serf reported receiving results of a clinical study. Revision for periprosthetic fracture.

Manufacturer narrative:
Addition of lot code in d4 section. Correction of product code number in section d2b. Correction of common device name in section d2a. Investigation conclusion: an event regarding periprosthetic fracture (leading to revision) involving an hype scs 6 standard cementless stem was reported. The reported device is an serf product. Documentary investigation: no non-conformities observed on this lot. 25 units placed on the market by serf in (B)(6) 2012. No other complaints have been registered for this batch. No technical investigation performed: no product return - complaint related to a clinical study. In the absence of further information, the cause cannot be determined.

Event description:
Serf reported receiving results of a clinical study. Revision for periprosthetic fracture.

Manufacturer narrative:
Manufacturer entity d3 corrected to s.e.r.f societe detudes recherche fabrication.

Event description:
Serf reported receiving results of a clinical study. Revision for periprosthetic fracture.